Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 continuous glucose monitor failed to pair to the ilet while pairing to the dexcom mobile application was successful after toggling g6/g7 settings, restarting the device, and reentering the pairing code. Symptoms included no clinical effects and blood glucose was not impacted. Outcomes included no alerts or alarms, no adverse events, and no need for medical care. Investigation included remote troubleshooting and education focused on app configuration and device restart to restore communication. Investigation of this case revealed a communication pairing issue between the cgm and the ilet with no sensor or pump hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup or software communication behavior that was resolved through standard troubleshooting.